Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was discharged. A technical support specialist (tss) dialed into the server, accessed patient encounter system (pes) and reviewed the patient using the provided visit identification (ID) number, which showed the patient status as discharged. Facility settings were checked and the reverse discharge timeframe was confirmed to be set to 48 hours. Review of the visit ID showed a discharge date. Tss guided the user to temporarily adjust the reverse discharge timeframe, after which the discharge could be undone and the timeframe reverted, if needed. The user later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, a patient was discharged in error by hospital personnel. An attempt was made to reverse the discharge; however, the system displayed a message stating that the patient could not be reverse discharged because the reverse discharge time frame had elapsed for the encounter. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.